Event description:
It was reported that during a procedure of the right coronary artery, two different balance middleweight universal ii (bmwuii) guide wires were being used when guide wire stickiness was experienced. It was noted that the entire system of the guide catheter, and both guide wires were removed together as a unit as one of the guide wires was stuck and could not be moved separately. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted the hi-torque guide wires instructions for use states: if the surface of the hydrophilic-coated wire becomes dry, wetting the surface with normal saline will renew the hydrophilic effect. Be sure to thoroughly rewet the guide wire before reintroduction into an interventional device. Based on the information reviewed, there is no indication of a product deficiency.